Event description:
A 24mm x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had tortuous iliacs of an unknown size. The aortic neck was straight and measured 20mm in diameter and 2.1cm length. The pt had a history of coronary artery angioplasty. The physician reported that 10 french short sheaths were inserted over j-tipped guidewires in bilateral common femoral arteries. The physician reported that he had planned to place the bifurcated stent graft through the left side and he would do a cross-leg technique. Therefore, the guidewire on the left side was exchanged for a stiff wire. A large sheath was then passed up the left femoral and iliac arteries. The physician stated it passed easier than expected since the pt had tortuous iliac arteries. The sheath was then removed and the bifurcated stent graft was passed without a sheath over the guidewire. The bifurcated stent graft was positioned just above the renal arteries and deployment began. The physician "dragged" the stent graft down below the renal arteries about 2mm, and deployment was completed. While the physician attmepted to pull the runners back, the physician noted the stent graft slipped about 2cm down. The right limb of the graft was inserted. The limb graft was positioned just above the gait and deployed. It deployed in the upper portion of the common iliac artery. An extension was then inserted and deployed just above the bifurcation. A 20mm "flare extension" was placed and then a 24mm diameter aneurx aortic cuff was placed between the renal arteries and where the graft had slipped down. The physician reported that there was some leakage with the graft so balloon dilatations were performed to assure that the aortic cuff extension graft was fully expanded. A leak was still noted; therefore, a 26mm diameter aneurx aortic cuff was placed where the 24mm aortic cuff met the bifurcated stent graft. The physician reported that initially there was a small leak but after 20 minutes a repeat angiogram demonstrated no endoleak. The procedure was completed and all sheaths and catheters were removed. It is reported that the pt tolerated the procedure well and no add'l adverse clinical sequelae were reported.